Manufacturer narrative:
(B)(4). Implant date: 2010. Concomitant medical products: 183033 - vanguard cr ilok fem-lt 72.5 - 519410; 141224 - biomet cc I-beam tray 75mm - 546340. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left knee surgery approximately 12 years ago. Subsequently, the patient was revised due to poly wear. The surgical technique was utilized. There was no surgical delay. There were no contributing conditions to the event. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. X-ray review by mmi states that the lateral view demonstrates metal on metal contact between the femoral and tibial component which could be related to polyethylene wear. This is not appreciated on the frontal view and it is unknown whether the images were acquired at 2 separate time points or at the same time. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.